Manufacturer narrative:
Equipment was not released by facility in order to conduct further evaluations.

Event description:
Information received from a distributor on 10/14/2008, that an end user experienced an incident with a chair pad that did not alarm properly. Manufacturer contacted end user on 10/17/2008, the facility stated that the resident stood up from chair and pad did not alarm, resident fell and fractured their shoulder. They stated that the cord on chair pad had a "kink" in it. Rep tested monitor with other pads at facility and monitor functioned properly. She believes the pad was not functioning due to a "kink" in the cord. Facility's corporate office has not made a final decision to send equipment to manufacturer for evaluation at this time.